Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used large tr band assembly was returned for evaluation. Visual inspection revealed that upon opening the package, it was noted that the communication port which attaches the two balloons was ripped apart. Functional testing was conducted. Leak testing was attempted to be performed on the device. However, due to the communication port being open the balloons were not able to be inflated. The band was submerged in the water to investigate the exact location for air leakage. Bubbles were observed around the communication port on the large balloon. Microscopic and x-ray images were taken, no other anomalies were noted with other components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the balloons were attempted to be separated prior to inflating which could have caused the rip in the communication port. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was applied after completion of a successful radial procedure. 18ccs of air was injected into the band before the sheath was removed. It was observed that the device was not holding air. The tr band was removed and a second one was applied. The second device worked, and the case was completed successfully. The patient was reported to be in stable condition.